Event description:
The bd q-style had a problem with air bubbles.

Manufacturer narrative:
Information has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)